Event description:
It was reported that the pt felt something funny on her head and had a friend, who was a nurse, look at it. The nurse thought it looked like an infection. The pt went to her neurologist, who referred her to an internist, who diagnosed her with an infected incision wound, scalp, s/p transcranial procedure. The hcp noted a colored discharge from the scalp wound. No fever, chills, diplopia, or pain was noted. Other than the funny feeling on her head the pt felt well. The hcp prescribed dicloxacillin and topical bactroban for the wound and referred her to the wound care clinic. The pt was unable to obtain an appointment at the wound care clinic, so she went to the urgent care where wet-to-dry dressing changes were done on two occurrences. Several days later, the pt was examined by neurosurgery who found no evidence of infection. Two months later, the pt was again seen by the neurosurgeon who noted that the scab over the scalp wound was loose and easily lifted off. The hcp also noted that the site had healed with pinkish "new" skin. No redness or swelling was noted. The infection was deemed resolved. The pt recovered without sequela. Reference MFR report #6000153200702073.